Event description:
It was reported that the implantable cardioverter defibrillator exhibited inappropriate shock due to morphology labeling as vt due to the match percentage. Further information was requested however, was not provided.